Event description:
The instrument did not place properly formed staples on the tissue. Therefore, the surgeon decided to convert the procedure to an open surgery to transect the malformed staple line with a ta90-4.8mm stapler, complete the anastomosis, and complete the case without further incident. Procedure: lap gastric bypass. No pt injury reported.